Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed, and the seal was inspected. No damage was noted to the hemostasis seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air aspiration remains unknown.

Event description:
During a pulmonary vein isolation procedure, it was noted that the sheath drew air during aspiration. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.